Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the internal bolster was detached inside the stomach. The detached bolster was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the internal bolster was detached inside the stomach. The detached bolster was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement of gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during withdrawal, the internal bolster was detached inside the stomach. The detached bolster was retrieved using an endoscope. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the internal bolster was found to be separated from the device. Remnants of the bolster remained on the end of the tubing. Additionally, the inner diameter of the bolster presented tears and missing material which corresponds with remnants found attached to the tubing. There were no voids or defects found in the internal bolster that might have contributed to the failure. It appears that the internal bolster was securely molded to the tubing. The tubing did not present evidence of material degradation during implantation. It was noted that the condition of the returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing shear force during use. Bolster detachment during removal most likely occurred because of excess force applied to the device during removal causing the bolster to detach. Therefore, the most probable root cause is operational context. A device history record (DHR) review of lot number 17109707 was performed and revealed no issues related to the reported complaint.